Event description:
It was reported that a user discontinued ilet insulin delivery after removing the pump for a shower, did not use alternative therapy, and subsequently reported a bg reading of ¿high¿; reported at 401 mg/dl. The user lacked ketone test supplies and a fingerstick meter, and a support agent guided a complete supply change and reconnection after an initial attempt with an empty cartridge was identified and corrected. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included successful resumption of insulin without medical intervention or hospitalization. Customer care provided remote troubleshooting and user education on proper cartridge fill, tubing prime, infusion set placement, and cannula fill. Investigation of this case revealed user error related to not resuming therapy and initial insertion of an empty cartridge, with the device functioning as designed once correctly set up. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper use and therapy interruption.

Manufacturer narrative:
Initial.